Manufacturer narrative:
The device history record was reviewed and showed product met specifications. Evaluation of the returned sample shows evidence of adhesive on the distal end of the suction tube. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "the swab and green fitting both came apart from the shaft of the suction swab inside the patients mouth. No patient injury." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).